Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026 after the infusion set came off, possibly due to rubbing against the beltline. No further information available.